Event description:
Healthcare professional reported right side "damage of the breast implant" confirmed via ultrasound. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6. Laboratory analysis summary: the device related to the reported events rupture was received on oct 15, 2025, with lot number 2035107. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "damage of the breast implant" confirmed via ultrasound. Device has been explanted and replaced with another manufacturer's device.